Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 8.3-9.5cm, 9.0-9.1cm, and 9.2-9.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 11.0-11.8cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.6-11.8cm from the distal tip. The etefe coating was abraded at this location.

Event description:
It was reported that during a device change out due to normal eri, lead fracture was seen via fluoroscopy. The lead was explanted. The patient was fine.